Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant medical products: (B)(4) indifferent electrode (model# unknown lot# unknown). (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for atrial fibrillation with a smartablate¿ system rf generator and suffered third degree burns. Post-procedure, blisters were observed on the skin of the lower back where the grounding pad had been. Initially, no medical intervention was required. Patient was reported to be in stable condition. Over time, the patient condition worsened, as the burn progressed to third degree. Patient was referred to the wound clinic for wound care, cleaning and dressing was done. Patient did not require extended hospitalization as a result of the adverse event. It was noted that the physician does not know the cause of the adverse event. It was also noted that it may have been related to an air pocket or moisture under the grounding pad. There were 208 radiofrequency applications during the procedure with a total radiofrequency time of 167 minutes and 40 seconds. It was noted that one grounding pad was used. Patient contact area was cleaned and dried and the indifferent electrode was applied in the usual fashion by the hospital staff. Indifferent electrode was placed on the lower back, left of midline. Indifferent electrode was not positioned at a location on the back as close to the heart as possible, as it was positioned on the lower back, left of the spine. The surface area of the pad appeared to be in contact with the patient¿s back. No air pockets or moisture appeared to exist at the time of patch placement. Nothing abnormal was observed regarding the grounding pad, according to hospital staff. Upon opening the package for the grounding pad, the indifferent electrode was sticky and not wet, according to the hospital staff. There were no error codes reported on the generator during the procedure.

Manufacturer narrative:
(B)(4). It was reported that a (B)(6) female patient underwent an ablation procedure for atrial fibrillation with a smartablate¿ system rf generator and suffered third degree burns. Repair follow-up was performed and no response was received from the customer. Service was declined. No malfunction was reported or found.